Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found, the complaint was not confirmed. A DHR (device history record) was completed for this product on (B)(4) 2012 and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the nurse from (B)(4) contacted lifescan (lfs) on the patient's behalf alleging that the patient was unable to test with her onetouch ultramini meter due to an unknown error message appearing. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical surveillance specialist was unable to reach the patient by phone to obtain additional information. It is not known when the alleged unspecified error message began to appear. The nurse informed the cca that the patient manages her diabetes with insulin (nph). It is not known if the patient made any changes to her usual diabetes management regimen as a result of not being able to test. The nurse informed the cca that the patient was hospitalized on the early morning of (B)(6) 2012 due to "complications of diabetes." The diagnosis for the patient's hospitalization was not provided. When asked by the nurse, the patient claimed she had developed symptoms of feeling tired and sweaty after the alleged meter issue began. The reporter was unable to confirm what treatment the patient received when first admitted to the hospital. During the patient's hospital stay, the reporter stated the patient's blood glucose had tested anywhere between 100 and 200 mg/dl with hospital meter. The nurse informed the cca that the alleged meter issue may have caused and/or contributed to the patient's hospitalization because the patient claimed she was unable to test. At the time of troubleshooting, the nurse reported seeing a "c25" appear on the meter display when a strip was inserted. The cca confirmed the "c25" was supposed to appear and explained it was the code number. At the time of the call, the cca advised the patient to perform a blood glucose test and the nurse confirmed the patient was able to test successfully and obtain a blood glucose result. The alleged error message could not be duplicated. This complaint is being reported because the patient was hospitalized for "complications of diabetes" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.